Event description:
At/af (atrial tachycardia/atrial fibrillation) episode 14 on (B)(6) 2023 is suspicious for intermittent atrial undersensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).